Event description:
It was reported that patient experienced transient st segment elevation. During a posterior wall ablation and cavotricuspid isthmus (cti) ablation, a farawave ablation catheter was selected for use. Use of the catheter to treat posterior wall ablation and cti constituted off-label use of the catheter. Vascular access was obtained and transseptal puncture completed using standard tools under fluoroscopic guidance. The left atrium was mapped with a non-boston scientific (bsc) catheter, and the farawave catheter was advanced into the left atrium for ablation. A total of 41 lesions were delivered on the pulmonary veins and posterior wall. The farawave catheter was removed from the left atrium and the faradrive sheath was retracted into the right atrium. Right atrial mapping was completed with a non-bsc catheter. The farawave catheter was re-introduced into the right atrium for cti ablation. 200mgc of nitroglycerin was administered intravenously prior to ablation. Upon initial energy delivery, a patch unit error was noted on the non-bsc mapping system. The physician proceeded with ablation using fluoroscopy guidance only. A total of 6 lesions were applied to the cti and transient st segment elevation was observed following ablation. No hemodynamic instability was noted. St segmental elevation resolved on its own without any treatment. The cause of the st segment elevation was believed to have been caused by ablation of the cti. There was no device issues noted with the catheter. The catheter is not expected to return for laboratory analysis as it was disposed.

Manufacturer narrative:
Media review: images of annotations in a notebook were provided, which were reviewed by a boston scientific quality engineer. Based on the analysis, it was indicated that the device was used to treat a posterior wall ablation and cavotricuspid isthmus, which were off label use of the device as the farawave catheter is indicated for the ablation of the pulmonary veins to treat paroxysmal atrial fibrillation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the full product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the full product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that patient experienced transient st segment elevation. During a posterior wall ablation and cavotricuspid isthmus (cti) ablation, a farawave ablation catheter was selected for use. Use of the catheter to treat posterior wall ablation and cti constituted off-label use of the catheter. Vascular access was obtained and transseptal puncture completed using standard tools under fluoroscopic guidance. The left atrium was mapped with a non-boston scientific (bsc) catheter, and the farawave catheter was advanced into the left atrium for ablation. A total of 41 lesions were delivered on the pulmonary veins and posterior wall. The farawave catheter was removed from the left atrium and the faradrive sheath was retracted into the right atrium. Right atrial mapping was completed with a non-bsc catheter. The farawave catheter was re-introduced into the right atrium for cti ablation. 200mgc of nitroglycerin was administered intravenously prior to ablation. Upon initial energy delivery, a patch unit error was noted on the non-bsc mapping system. The physician proceeded with ablation using fluoroscopy guidance only. A total of 6 lesions were applied to the cti and transient st segment elevation was observed following ablation. No hemodynamic instability was noted. St segmental elevation resolved on its own without any treatment. The cause of the st segment elevation was believed to have been caused by ablation of the cti. There was no device issues noted with the catheter. The catheter is not expected to return for laboratory analysis as it was disposed.

Event description:
It was reported that patient experienced transient st segment elevation. During a posterior wall ablation and cavotricuspid isthmus (cti) ablation, a farawave ablation catheter was selected for use. Use of the catheter to treat posterior wall ablation and cti constituted off-label use of the catheter. Vascular access was obtained and transseptal puncture completed using standard tools under fluoroscopic guidance. The left atrium was mapped with a non-boston scientific (bsc) catheter, and the farawave catheter was advanced into the left atrium for ablation. A total of 41 lesions were delivered on the pulmonary veins and posterior wall. The farawave catheter was removed from the left atrium and the faradrive sheath was retracted into the right atrium. Right atrial mapping was completed with a non-bsc catheter. The farawave catheter was re-introduced into the right atrium for cti ablation. 200mgc of nitroglycerin was administered intravenously prior to ablation. Upon initial energy delivery, a patch unit error was noted on the non-bsc mapping system. The physician proceeded with ablation using fluoroscopy guidance only. A total of 6 lesions were applied to the cti and transient st segment elevation was observed following ablation. No hemodynamic instability was noted. St segmental elevation resolved on its own without any treatment. The cause of the st segment elevation was believed to have been caused by ablation of the cti. There was no device issues noted with the catheter. The catheter is not expected to return for laboratory analysis as it was disposed.

Manufacturer narrative:
H6: impact codes- correction. Media review: images of annotations in a notebook were provided, which were reviewed by a boston scientific quality engineer. Based on the analysis, it was indicated that the device was used to treat a posterior wall ablation and cavotricuspid isthmus, which were off label use of the device as the farawave catheter is indicated for the ablation of the pulmonary veins to treat paroxysmal atrial fibrillation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the full product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.